Event description:
It was reported that a pt allegedly developed a stage IV pressure ulcer while on the bariair therapy sys bed.

Manufacturer narrative:
The prod was returned to the kci svc center and tested per qc procedures. The unit met specs. According to the wound ostomy and continence nurse, the weight and height of the pt was not entered when he was initially placed onto the bed in 2008. The bed defaulted to a setting that made it hard. The combination of the pt sitting at a 45 degree angle on a hard surface allegedly created ana area of deep tissue injury. Although there was no report of a prod malfunction and the nurse indicated that user error contributed to the event, based on the info provided, this event is reportable. The instructions for use of the bariair therapy sys bed direct the user to enter the pt weight and height in order to set the cushion pressures. In addition, the instructions require the care giver verify that there is 1 1/2 to 2 inches of air supporting the pt and to manually adjust the cushion pressures, as required. Bariair labeling cautions to, "monitor skin conditions regularly, particularly in areas where incontinence and drainage occur or collect, and consider adjunct or alternative therapies for high acuity pts. Early intervention may be essential to preventing serious skin breakdown."